Event description:
A report of a pt's lead that was explanted was received. The physician reported that he explanted the pt's paddle lead, because the pt continued to have pain and pressure at the lead insertion site beyond what the physician and the pt felt was an acceptable timeframe of normal post op recovery. The physician chose to explant the lead to see if the cause of pain that the pt was feeling. The pt has occipital neuralgia to begin with, and the lead was placed over the occipital nerve. The lead was explanted and was not replaced. The physician will wait to determine if a new lead will be inserted once the pt recovers from the explant procedure. Additionally, the physician reported that during the lead explant procedure, one of the contacts came off the lead. The physician was able to retrieve the contact from the pt.